Manufacturer narrative:
It does not appear that the device is available for evaluation. However, since a lot number has been provided, a review of the device history records will be performed. We anticipate that the evaluation will reveal that the device conformed to all testing/mfg specifications prior to being released to stock. If anything otherwise is noted a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Pt's father reported that valve was removed due to possible malfunction or obstruction of the catheter and valve. The rep confirmed that he spoke with the doctor and the doctor explained that the valve was not explanted due to a product failure and that he felt it was due to biological debris.